Event description:
Healthcare professional reported right exchange with no complaint against the device. Healthcare professional later reported right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, right exchange with no complaint against the device. Healthcare professional later reported, right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crease fold, wear abrasion. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.